Event description:
Customer reported her adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer further reported that after it turned on, it would turn off. It was further reported that on (B)(6), 2014 she felt "shakiness and lightheaded", but because of the issue with her meter she could not test. Paramedics were called and customer was transported to a local healthcare facility. At the emergency room a reading of 370 mg/dl was received on an unknown instrument. Customer was reportedly diagnosed with "severe low blood sugar" and treated with "metformin, insulin injection and IV shots" in the ICU. During troubleshooting customer reiterated she was diagnosed with "severe low blood sugar". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. The meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the reported diagnosis is inconsistent with the reported reading and treatment. All pertinent information available to abbott diabetes care has been submitted.